Event description:
It was reported, that the ventilator generated technical error codes indicating communication and control errors. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was claimed that technical error 33 (te33) and 12 (te12) that indicates communication error and ventilation stopped occurred on the device. The device failed to meet its specifications, it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. According to service manual for servo-I, te33 correspond to ventilation disabled message caused by communication error or (B)(4) control error during startup. Recommended action in case of occurrence is to replace (B)(4) control. If the suspected fault condition occurs during startup, the reported start-up error code (te33) will be generated and ventilation cannot be started. If the fault appears during ventilation, ventilation may stop and audiovisual alarms will be generated (te10, te12). Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the technical error 33 and 12 occurred on the device and has been solved by replacing pc 1771. The root cause to the reported issue has not been determined.

Event description:
Manufacturer ref. #: (B)(4).